Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a network cable disconnected red status error could be replicated on the navigation system while ethernet cable was connected functionality status was intermittent depending on how the cable was positioned. A non-medtronic cable was replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system (nav) did not see the imaging system's side trackers. The system was rebooted and the issue was resolved. This caused a 10 minute delay and no known patient impact.